Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specs.

Event description:
On 3/18/91 a dynaflex device was implanted. On 3/25/97 patient said "left side no longer works at all and right side won't deflate all the way." Add'l info received on 6/17/97 indicates the dynaflex device was removed from the pt and an ambicor device implanted on 6/5/97.